Event description:
It was reported that the patient presented for a lead revision procedure. It was noted that the right ventricular (rv) lead showed a low r-wave amplitude, resulting in under-sensing in bipolar mode. Additionally, the rv lead exhibited an increase in capture threshold and noise over-sensing, as observed via merlin transmission. The noise over-sensing led to pacing inhibition. Fluoroscopy revealed that the rv and right atrial (ra) leads were tightly pressed against each other. During the procedure, abrasions and insulation damage were observed on both ra and rv leads. Both the leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to disconnect and ¿there was some abrasion¿. The reported event of ¿there was some abrasion¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies except for procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.